Manufacturer narrative:
(B)(4). Carefusion¿s service technician was able to verify ¿ln vent errors in the log¿. Review of event trace reveals multiple ln vent1 conditions. The ventilator was placed on an extended test run and failed during the test run. The ventilator reset unexpectedly couple times with a flashing reset on unit display and alarm sound. The service technician was also able to duplicate the ¿noisy turbine¿ complaint during power on. Installed a good known test turbine and the issue was resolved. All other event trace entries are consistent with normal ventilator operation. (B)(4).

Event description:
The customer reported that the ventilator has "ln vent 1 errors" appearing on the ventilator. Upon power on, the customer found that the turbine would make a loud noise and shut down. There was no reported issue regarding patient harm.